Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. It was reported that the patient underwent mesh repair surgery on (B)(6) 2017 due to recurrent incisional hernia. It was reported that the patient underwent mesh revision surgery on (B)(6) 2018 due to recurrent ventral hernia. It was reported that the patient underwent mesh revision surgery on (B)(6) 2018 due to recurrent incisional hernia and bowel obstruction. And undergone another mesh repair surgery on (B)(6) 2019 due to recurrent incisional hernia. No additional information was provided. No additional information was provided.